Event description:
The product was used during a video assisted thoracic surgery procedure. Reportedly, the instrument was difficult to open and the staple line was incomplete. The surgeon applied another device and resected the incomplete staple line to complete the procedure. The hospital has reported the pt's condition is satisfactory.